Event description:
It was reported that the pump fails accuracy by 8.25%. There was no patient involvement.

Manufacturer narrative:
E1: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. This device has not been in for service in the review period. Visual and functional testing was performed. The reported problem, fails accuracy 8.25%, was confirmed by functional test. The cause is the expulsor. Replaced the expulsor to correct the problem. The device passed all functional tests after repair.